Event description:
It was reported that an aorta retrograde was done; after the catheter was prolapsed to the aorta valve and the catheter was straightened, it was hung in the iliac artery. The pt was stable and there was no injury.

Manufacturer narrative:
(B)(4). Eval summary: it was reported that the catheter was used on an aorta retrograde approach. Upon receipt of the catheter, it was noticed that the peek housing was no longer bonded in place. Visual analysis of the catheter indicated a small area of the peek housing was lifted up. The inside wall of the peek housing showed sufficient scouring marks enough to adhere pu for bonding. Both inside wall of peek housing and soft tip stem showed evidence of pu. Complaint condition was confirmed. However, the reported failure does not appear to be mfg related since product analysis results indicated that the product met spec requirements. The cause of the failure remains undetermined. Mgmt is notified of failure analysis through weekly root cause analysis and monthly trends. No significant trends have been identified; therefore, no CAPA is requested at this time.